Event description:
Surgeon reported: "lap-band system unbuckled. No explant, just closed band."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was rebuckled and remains implanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report if the device is returned in the future. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was rebuckled during the procedure and allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the model number, serial number, the surgery date, diagnostic testing, patient data or further event details. Device labeling addresses the possible outcome of an unbuckled band as follows: warning: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." Caution: "failure to use an appropriate atraumatic instrument such as the lap-band system closure tool to lock the band may result in damage to the band or injury to surrounding tissues."